Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2021 and a reservoir was used. During surgery, a leak was noted, another reservoir was requested and continued without any risk with the patient. No reported patient consequences

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No product available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.